Event description:
The maestro drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for heat, noise, bur retention and attachment fit to drill was confirmed by the technician through functional evaluation, disassembly and visual inspection. The device failed due to debris, affecting the components including the bearings, collet and housing. Debris may affect the rotational and design properties of the device causing the symptoms. The device was scrapped by the manufacturer.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The maestro drill was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.